Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore, bbmi will report this event as a product problem for this instance only.

Event description:
It was reported to b. Braun medical inc. That an infusion set (material unknown, lot unknown) was being used to administer vasopressors on (B)(6) 2024. According to the complainant, due to inability to clear air-in-line alarm while infusing one of three vasopressors, the patient became hypotensive during period of troubleshooting the pump and required rescue med (calcium). The complaint device is not available for evaluation.